Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 26 mmol/l at the time of the event. The duration of hospitalization was less than 24 hours. Patient experienced the symptoms of pain, and vomiting. Patient got treated with intravenous (IV) drip. No further information available.